Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer 5.1, pocket a4, was failed, and several other pockets were off the bus. A field service engineer powered down the station, and the rear panel of drawer 5.1 was removed. The fse disconnected row board cable from drawer 5.1, cleaned connector, and reconnected cable. The same procedure was performed on drawer 4.2. The customer was assisted in removing pocket a4 from drawer 5.1. The customer confirmed that the station was functioning normally after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple pockets was not showing up in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.